Manufacturer narrative:
Product event summary: the guidewire was returned and analyzed. The analysis indicated that the guidewire was unraveled. The stylet /guidewire was damaged. The stylet/guidewire was kinked/buckled. Visual analysis of the guidewire indicated damage at implant. The analyst noted the guidewire was returned but not attached or inserted in the lead (B)(4). The guidewire is kinked/bent at 18.5 cm. The distal end of the guidewire is damaged and unraveled. If information is provided in the future, a supplemental report will be issued.

Event description:
The guidewire was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.